Manufacturer narrative:
(B)(4). The sample was requested, however the sample has not yet been received. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). One primed set was received in reference to the report of an (unknown) alarm and overprime - leak out of patient line issue. A batch review was conducted and no issues were found related to the reported condition. The complaint was confirmed in the lab for reload set 161 alarm. The cause was determined to an indentation in the sheeting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted (B)(4) service center to report an unknown alarm on the homechoice device during prime. The home patient (hp) was requesting to stop priming because the patient line was leaking on the floor from the top of the line. Follow up with the patient revealed that the alarm was a reload set 168 and the cause was unknown. The patient reloaded the cassette and tried a reprime to clear the error and the solution started to leak out the top of the patient line. The bags were not double stacked and the patient line was in the holder correctly. No patient injury or medical intervention was reported. No additional information available.